Event description:
The customer contact report the patient received more medication than intended. On an unspecified date and time, the pump was programmed to deliver demerol 300mg. No specific pump programming parameters were provided. In 2008 at 0520, the nurse noted "the pump showed empty at 178mg, syringe was empty and there should have been 122 mg left." The pump was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.